Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the display is blank. The reporter indicated that the pump battery was being changed and when the pump was booted back up the display was blank. Audio tones and vibrations were still present. The reporter attempted to use multiple batteries; however, it did not resolve the issue. The patient reportedly decided to continue use of the pump even though the display was blank. There was no report of any blood glucose excursion related to the malfunction. This report is being made based on the alleged malfunction which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was found to power on with the display remaining blank. The pump was opened and the display screen was found to be cracked, indicating that it may have been exposed to trauma. The display was replaced and the test display functioned properly. Unrelated to the event the bolus button was found to be punctured, but was functioning properly. The user guide instructs the user that if the pump is dropped or hit against something hard to inspect it and make sure that it is working properly. The user guide also indicates that the display screen should be checked to make sure that it is working and clear, and to call animas customer service if the user suspects that the product is damaged.